Manufacturer narrative:
On (B)(4) 2014, the customer was assisted over the phone by the customer technical specialist (cts). The customer bleached the instrument. This action addressed the leak and the vacuum errors. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The leak was from the wbc (white blood cell) bath of the instrument. The instrument was generating vacuum errors. The volume of the leak was less than 1ml and was not contained within the instrument. There was no report of erroneous test results associated with this event. The operator was wearing lab coat and gloves when the event occurred. There was no report of biohazardous exposure to mucous membranes or cuts. There was no death, injury or affect to user or patient treatment.